Event description:
This lead was repositioned on (B)(6) 2011. The lead had migrated on top of the device and was uncomfortable to the patient. Patient is a suspected twiddler. No other information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).